Event description:
The jetstream catheter was used to treat a long extremely calcified lesion in the sfa, in a pt with very fragile arteries. After inserting the sheath, prior to using the jetstream catheter, a dissection was noted in the proximal sfa. The physician proceeded to treat the proximal and mid sfa with the jetstream device in both the minimum and maximum diameter modes. A post treatment angiogram revealed a second dissection going from the proximal lesion up to the sheath dissection. The physician continued to treat the area with a balloon and then placed a stent across the dissection. The pt was fine.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval.